Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on august 3, 2016 revealed minor cosmetic damage to the body and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. Functional tests: repair of the air dermatome was performed by zimmer (B)(4) on august 10, 2016 which included replacement of the standard repair parts. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the repair technician did not detect an issue with the device. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device required repair. Additional information was provided by the customer on august 12, 2016 stating that the event occurred during surgery. There was harm, injury or adverse event to patient/operator or was the life/health of patient at risk as there was impact/damage to graft harvest and an additional graft harvest required. The surgery was completed with an alternate device. The dermatome was set to a certain depth (the exact depth was not specified). When the surgeon took the skin graft, it was observed to be much thicker than normal and the resulting wound was deeper than the depth set on the dermatome. The surgeon had to take an additional skin graft from an adjacent site to cover the first donor site. The surgeon used a different dermatome for the second harvest and the depth setting worked fine.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Air dermatome, serial number (B)(4), was manufactured on november 9, 2011, and was over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the body and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. Prior to repair, the device was found to be within calibration and side to side specification at all thickness specifications. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the standard repair parts. The service technician noted that the device was within calibration and side to side specifications at all tested thickness settings. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device required repair and it was under the 90 day warranty¿ was unconfirmed since during the initial inspection and repair no significant problem could be found with the device. Based on the information that was provided the root cause of the reported event could not be specifically determined. As this device is within the 90 day warranty and was recently repaired, it is not the dermatome that the account is referring to in the clinical follow up but rather one of the existing dermatomes that was just sent in for company calibration. The device was found to be within calibration during testing. Air dermatome was repaired, tested and returned to the customer.